Event description:
Pt had cardiac cath procedure performed by cardiologist. At end of procedure, while attempting to close groin puncture site, perclose device failed (the suture did not catch as it was deployed). Device was removed and a second device was utilized with success. FDA safety report ID # (B)(4).